Event description:
I had prk done at (B)(6). Apparently, I had dry eye prior to surgery and should have never had it done. Now my eyes are horrible. Dry eye causes my vision to be blurry and my night vision is awful. Halos, starbursts and orbs. The glare is awful. I use drops all the time and my eyelids stick together after I'm sleeping.